Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the recharger not found message was unknown. The patient reported that the person they spoke to said it sounded like the charger was connecting but the handheld was not recognizing it. The patient thought that might be true because they could feel tingling and electric current in their body. The patient hooked it up and it seemed to be charging though the handheld did not show that the charger was connected. The next day the patient tried to connect the recharger and it connected and showed that the device was charged 90%. It seems that the handheld does not work correctly - doesn't acknowledge that the charger is connected. If the patient can feel electricity they assume it is charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient was seeing a recharger not found message. The following troubleshooting steps were performed: dismissed code, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, recommended using recharger over a thin layer of clothing, reset the recharger, reset the handset. Additional troubleshooting information: caller stated this happens "every few months" and that they have "tried it four nights in a row". Agent reviewed recharger sounds with caller as recharger tones indicated it had paired with ins, but was not pairing with handset. Caller confirmed they could "feel charging going down" their legs and it felt like "electricity" caller stated it was "shocking". Recommended caller use a thin piece of clothing between skin and recharger. Had caller try turning airplane mode on and off on handset, caller reported still getting not found message. Caller stated they wanted to go eat dinner and will call back tomorrow. The issue was not resolved through troubleshooting. Redirected back to patient services to continue troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said that charged neurostimulator however only received the recharger not found message. The following troubleshooting was reviewed: reset handset and reset recharger. Troubleshooting resolved the issue. Per the patient's letter, the cause of the recharger not found message was not determined. When asked what steps were taken to resolve the issue, they reported "ignore cannot connect. Can feel it charging". They wrote that on (B)(6) 2023, they spoke with patient services and will try resetting every time to see if that resolves the issue. The shocking sensation was "not really" resolved.